Event description:
On (B)(6) 2012, the reporter contacted animas stating a few days ago, the up/down arrow keypad buttons required multiple button presses to elicit a response. It was indicated that the ok was responding to button presses but that the ok keypad symbol was worn. The bolus screen would reportedly "jump around" and the reporter stated that she does not deliver a bolus when this occurs. The pump was reportedly not exposed to moisture and the reporter denied damage to the keypad. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were appropriately responsive. During investigation, evidence of contamination was found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.